Manufacturer narrative:
The distributor evaluated the device and found that it performed according to specifications. The distributor has been contacted for additional details about the event and status of the patient. The hardware device has been received by belmont for evaluation. The investigation is not yet complete. A follow-up report with all additional relevant information will be submitted upon completion of the investigation.

Event description:
The user facility reported that the disposable set was deformed following an overheat incident that occurred during a case.